Event description:
This instrument broke while grasping the eye for a superior vectus bridal suture. The broken piece was removed from the surface of the eye. Surgery was continued using another instrument. There was no pt injury.